Manufacturer narrative:
Ge tech support advised customer to replace the speaker assembly and if problem persists replace the carrier board to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text :

Event description:
During pre-use checkout, the customer reported an error that the alarm speaker was not detected. There was no patient involvement.